Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl) and 145 mg/dl. Customer took 4 mg of glimepiride in response to readings, as she was feeling dizzy. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo was used during a procedure. According to the complainant, during the procedure, the device would not open when placed down the scope in the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; needle tail bent and jaws won't close.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.